Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that after a da vinci-assisted malignant hysterectomy procedure, the patient developed vaginal urinary leakage and pain, ultimately requiring an additional endoscopic procedure and subsequent surgical intervention. Although no intraoperative complications were noted during the initial robotic procedure, the patient developed vaginal leakage of urine on postoperative day two. A catheter was placed in the urethra, in an attempt to manage the leakage, but there was no improvement. Two weeks after the initial surgery, a diagnostic ureteroscopy procedure revealed a bladder perforation measuring approximately 1cm. The patient subsequently underwent a laparoscopic bladder repair. It was speculated that the bladder injury may have occurred during uterine extraction, potentially related to the use of a third-party pozzi tenaculum forceps instrument, the size of the uterus, and the difficulty encountered during specimen removal. There is no concern about this event causing any long-term complications and the patient was reported as stable.